Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and it appeared the communicator is still not recharging. Replacement was processed.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the representative indicates that he had the opportunity to speak with the patient today. She informed him that she received a new medtronic cord; however, even while using this new cord, the communicator was still not functioning properly. Medtronic has already sent another replacement communicator, which she is expected to receive this week. At this time, she continues to feel vibration, which is related to the current programming. She mentioned that she would like to reduce this sensation. He offered her an in-person visit so they could reprogram the device and lower the intensity, but she preferred to wait until the new communicator arrives and attempt to make the adjustments herself at home. The vibration is still present because she has not been able to use the controller to decrease the intensity. She has his contact information and is aware that she can reach out to him if she decides to proceed with a visit for reprogramming.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the representative indicates that they spoke to patient yesterday to follow up and do not recall whether patient reported any vibration concerns last year. However, when rep spoke with patient last month, patient mentioned experiencing vibration and was unable to turn it off at that time because patient did not have the charging cord. Patient informed rep yesterday that she has since received the charger from and is now able to properly charge and manage her device. Patient was able to adjust the settings, and she is no longer experiencing vibration. Patient reports feeling comfortable and satisfied with the device at this time.

Event description:
It was reported that reported they need a charger to charge the communicator because the battery is at 0% and they keep getting vibr ations all day long. Patient mentioned they did not receive a micro usb charging cord when they received the equipment. A request was sent to the repair department for the power adaptor. Information was received from a patient regarding an implantable neurostimulator. Patient reported they had a return of pain a a sometime in 2025. Patient stated the pain came back severe and they had to reprogram it which resolved the issue. Agent documented information provided by patient. Sent a request for power adaptor kit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.